Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the clinic for routine follow-up. During testing it was noted that the left ventricular lead exhibited loss of capture. Chest x-ray was performed and confirmed the lead was dislodged. On (B)(6) 2018, the lead was explanted and replaced. The patient was doing well prior, during and post procedure.